Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the revision of previously placed stent grafts. The IFU states: do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together. The IFU also states: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2017, the patient underwent revision of a previously treated abdominal aortic aneurysm whereby aortic extender components were being implanted into a collapsed non-gore device. It was reported that after two aortic extender components were implanted within the non-gore device, an attempt was made to advance a third aortic extender component. It was reported there was difficulty advancing the pla360400 due to the collapsed non-gore device. It was reported an attempt was made to retract the device into the sheath; however, some resistance was met during catheter withdrawal. It was reported that after some force was applied to pull the device back into the sheath, a ¿popping¿ sound was heard, and it was reportedly determined there was a space between the endoprosthesis and the trailing olive. It was reported there was no catheter breakage, and the device reportedly did not start to deploy. The device was reportedly removed from the patient and was set aside. It was reported another aortic extender component was able to be advanced to its intended position and deployed with no issue. The patient tolerated the procedure.